Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump would be replaced, but since it was out of warranty and the customer was not interested in obtaining an out-of-warranty loaner pump, the customer decided to continue using the current pump to ensure uninterrupted insulin delivery.